Event description:
It was reported that the external pulse generator would not turn off. The generator was to be returned for repair. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator would not turn off. The generator was to be returned for repair. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary: the external pulse generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification electrically, that when attempting to power down the display stays on and nothing can be adjusted, the lcd was also missing pixels. Analysis also found that the keyboard "on" key was collapsed, the side bail covers were contaminated and the battery contacts were compressed. (B)(4).

Event description:
It was further reported that the generator had been returned.

Manufacturer narrative:
Further analysis was performed on the display module. This analysis could not confirm the reported event, however, the reported failure could be duplicated precisely by holding down the on button during power-down. This indicates probably cause of customer and service reported failure was due to the collapsed on button determined as noted during repair of the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).